Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recw1421 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that he IV nurse could not split apart the introducer to the point where she attempted to cut apart the introducer while in the patient¿s arm to free the PICC away. It was stated that this was difficult and the rn was concerned about harming the patient and sought the help of the interventional radiologist to attempt to break it apart. The interventional radiologist used surgical scissors until they could force it to break apart. It was stated the facility was concerned about an air embolus, infection, vessel trauma and thrombus formation. "As far as [they] know no air embolus occurred. [They] cannot however confirm that no other injuries or consequences resulted from this required intervention".

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficult microintroducer peel is confirmed and appears to be manufacturing related. One 4.5 fr microintroducer was returned for investigation. The orange tabs and grey sheath were returned peeled. Use residue was observed throughout the device. An uneven peel was observed on tabs. One side retained additional material during the peel. Microscopic observation revealed material whitening and stretching multiple points of material elongation were present. Based on the condition of the returned sample, the material properties of the tabs and peel technique were likely contributing factors. A lot history review (lhr) of recw1421 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that he IV nurse could not split apart the introducer to the point where she attempted to cut apart the introducer while in the patient¿s arm to free the PICC away. It was stated that this was difficult and the rn was concerned about harming the patient and sought the help of the interventional radiologist to attempt to break it apart. The interventional radiologist used surgical scissors until they could force it to break apart. It was stated the facility was concerned about an air embolus, infection, vessel trauma and thrombus formation. "As far as [they] know no air embolus occurred. [They] cannot however confirm that no other injuries or consequences resulted from this required intervention."